Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned five (5) 0.3ml bd insulin syringes from lot 0041302. Consumer reported that the needle hub separated, would not draw insulin, shield was very tight, and shield was very difficult to remove. All 5 returned syringes were examined, and it was observed that 1 syringe exhibited needle hub separation; the separated needle hub assembly was not returned, and no damage to the barrel tip was observed. The other 4 syringes were tested to determine the shield removal force. All 4 tested syringes tested within specification. The other 4 syringes were tested for flow: 3 syringes were able to draw and expel properly, and 1 syringe appeared to have a partial clog. Microscopic examination of the syringe with the partial clog revealed an orange plastic material near the opening of the cannula. Since the samples were returned after use, this material likely came from improper re-shielding of the cannula by the customer. A review of the device history record was completed for batch # 0041302 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: probable root cause for the partial clog issue is user error when re-shielding the syringe. Root causes for the other defects cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 needle hub separated and the needle would not aspirate. The following information was provided by the initial reporter: material no:328440 batch no: 0041302. It was reported that the needle hub separated and the needle would not draw insulin. Also, the shield was very tight/difficult to remove. Verbatim: consumer reported that the needle will not draw the insulin. Also reported that some syringes had no needle. Consumer said she did not see the needle hub inside of the shield, said it was empty but the shield was very tight/difficult to remove and when she removed it the needle was not there. Consumer did not state that the needle hub separated, just that the needle was missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 needle hub separated and the needle would not aspirate. The following information was provided by the initial reporter: material no:328440, batch no: 0041302. It was reported that the needle hub separated and the needle would not draw insulin. Also, the shield was very tight/difficult to remove. Verbatim: consumer reported that the needle will not draw the insulin. Also reported that some syringes had no needle. Consumer said she did not see the needle hub inside of the shield, said it was empty but the shield was very tight/difficult to remove and when she removed it the needle was not there. Consumer did not state that the needle hub separated, just that the needle was missing.